Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: we are experiencing issues with this devices safety mechanism not retracting (B)(6) 2025. 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Had to manually pull needle from plastic sheathing. 3. When you pressed the button, did the needle fully retract? No. 4. Did the needle retract slower than normal? Didn't retract at all. 5. Did the needle start retracting and then stop, leaving the needle exposed? Exposed. 6. Did the needle not move at all after pressing the button? Correct. 7. Did the button depress? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4219459. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.